Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
PMA # (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that while implanting a za9003 intraocular lens (iol) the surgeon determined that the patient's eye anatomy would not support the iol. The device was removed and a vitrectomy was performed. No other lens was implanted. The iol was discarded in the field and will not be returned to the manufacturer.